Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that the blade of the device broke during the procedure. A backup was used to complete the surgery. No other information is known at this time.